Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the displacement test due to motor excessive axial play. The pump was received with broken reservoir tube lip, cracked reservoir tube, scratched lcd window and scratched case. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with carbs. The customer stated that insulin was squirting out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.